Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of the air alarm was confirmed from the alarm log. The cause of the alarm was an air sensor being out of calibration. To resolve the issue the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.